Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the error in the problem area of the pipetter assembly. The fse replaced lld springs, tip clamps, plunger clamps, tip clamp sleeve and compression springs. The instrument was inspected, tested without further problem, and returned to service.